Event description:
It was reported that this implantable device recently delivered therapy that induced the patient into a ventricular fibrillation (vf). The device data was forwarded to boston scientific technical services (ts) and it was confirmed that a ventricular pace was delivered during the blanking period of t-wave, which subsequently induced the vf. Ts provided programming options to prevent potential future vf induction during the blanking period. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.